Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 60 mg/dl to 70 mg/dl at the time of the incident. The customer was at 250 mg/dl at the time of the call. The customer used food and glucose tablets to treat the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer stated they had a high on the day of the call. The insulin pump will not be returned for analysis.